Manufacturer narrative:
The device history record for the reported lot was reviewed, and no issues were identified. The product was manufactured, tested, and released in accordance with validated procedures. As the device is not available for return, no device malfunction could be confirmed.

Event description:
Ahmed glaucoma valve was implanted, surgeon checked the flow through the valve and was not satisfied with the valve performance, so the valve was removed and replaced with another valve.